Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that two days after an implantation of an intraocular lens (iol) in the left eye, the patient was suspected of having toxic anterior segment syndrome (tass) or endophthalmitis. Slit lamp findings were 4+cell in ac, fibrin anteriorly towards surgical wound and vitritis 3. The patient's bcva decreased due to post-op swelling and reaction to tass. A vitrectomy was performed and intraocular injections of antibiotics were administered. The patient's outcome is good, pin hole to 20/25. The following medications were prescribed (for use at home post-operatively): vigamox, durezol, cyclogel and avelox.